Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. Patient reports that they are charging too frequently. Patient called stating that she's charging her ins for six hours every other day, and this has been occurring since being implanted. Patient confirmed that she has full coupling when she charges, she does not move around, and she monitors it during the recharging process. Patient said she charges to full, uses stimulation that day and the next, and then the battery is completely empty the day after next. Patient said the ins depletes to the point that stimulation turns off. Patient had not been reprogrammed or switched to a new group or had the need to increase parameters. Patient charges their ins 100% full. Patient was going to follow up with healthcare professional (hcp) and representative to determine if the recharge interval is normal for her particular usage and settings. Patient also mentioned that she goes to another hcp for shoulder injections and pain injections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.